Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the return lead revealed two internal wires were broken at the stimulation end. The cause of the reported event is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16764, related manufacturer reference number: 1627487-2021-16765, related manufacturer reference number: 1627487-2021-16766. It was reported that patient experienced ineffective therapy due to high impedance. As such surgical intervention took place wherein one lead and one extension were replaced. The second lead remains implanted and was connected to the extension. However, both the leads and extensions are being reported since it is unknown which serial # of the lead and extension had the impedance issue. Reportedly effective therapy was restored.